Event description:
It was reported that during use the implantable pacing lead (ipl) exhibited high impedance. The ipl was capped, remains in the patient and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.